Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. It was reported that the issue could not be duplicated. A full system checkout was performed and all tests passed.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that after the mobile viewing system (mvs) had already been turned on and then it was plugged into the image acquisition system (ias) when shut down. The site then shut down the ias which powered the mvs back up. They tried to turn the mvs off and the switch was set to off for several minutes before it shut down. The site rebooted booth of the system and the issue resolved. No patient was present at the time of the event.